Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow up report will be sent.

Event description:
On (B)(6) 2011, the pt was implanted with an advance sling. Following the implant, the pt had incontinence that was worse than baseline and another continence device was implanted.